Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in d3 and g1. The correct MFR number is 3005334138. Manufacturer narrative: one bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A blood-like substance was noted on the outside surface of the shaft material just proximal to the tip electrode. However, no blood-like substance was noted on the tip electrode or within the irrigation holes or tip kerfs. The device met specifications during temperature testing, occlusion testing, and flow rate testing. In addition, electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. The event description outlines that 70w was used during the procedure. The tactiflex ablation catheter, sensor enabled instructions for use states "power may be increased as needed to the maximum setting (50 w) to create an effective lesion." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A blood-like substance was noted on the outside surface of the shaft material just proximal to the tip electrode. However, no blood-like substance was noted on the tip electrode or within the irrigation holes or tip kerfs. The device met specifications during temperature testing, occlusion testing, and flow rate testing. In addition, electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. The event description outlines that 70w was used during the procedure. The tactiflex ablation catheter, sensor enabled instructions for use states "power may be increased as needed to the maximum setting (50 w) to create an effective lesion." However, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported clot remains unknown.

Event description:
During a pulmonary vein isolation procedure, a clot formed on the catheter. 70w was used for ablation, which does not follow the IFU. The coagulum resulted in high impedance, and the catheter could not be used. After exchanging the catheter, the procedure was completed successfully without further issues.